Manufacturer narrative:
Complained product will not be not available.

Event description:
Nearly choked [choking sensation] picture (broken oral-b toothbrush refill)/toothbrush came apart [device breakage] case narrative: consumer via social media stated that they nearly choked during their evening hygiene routine. They submitted a picture showing a broken oral-b toothbrush head. No serious injury was reported.